Event description:
It was reported that balloon detachment occurred. The patient underwent a vascular access interventional therapy. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 0.014in guidewire was advanced into the vessel followed by a catheter. No resistance when advancing. A 4mm x 20mm x 144cm coyote es was selected for treatment. The device was inflated three times at 14 atmospheres and sheath imaging was performed. During the removal of the balloon, it got separated in the over-the-wire part. The patient went through an operation to remove the device and the catheter. No fragments were left inside. Cause of separation was unknown but implantation of non-boston scientific stent was not unsuccessful, so procedure was not completed due to this event. No insufficient condition during inflation was observed in the stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube. The inflation lumen and guidewire lumen were separated approximately 24.5cm from the tip. Microscopic examination revealed that the inflation lumen and guidewire lumen is torn longitudinally from the exit notch to the separation. No other damages noted.

Event description:
It was reported that balloon detachment occurred. The patient underwent a vascular access interventional therapy. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 0.014in guidewire was advanced into the vessel followed by a catheter. No resistance when advancing. A 4mm x 20mm x 144cm coyote es was selected for treatment. The device was inflated three times at 14 atmospheres and sheath imaging was performed. During the removal of the balloon, it got separated in the over-the-wire part. The patient went through an operation to remove the device and the catheter. No fragments were left inside. Cause of separation was unknown but implantation of non-boston scientific stent was not unsuccessful, so procedure was not completed due to this event. No insufficient condition during inflation was observed in the stent. There were no patient complications reported.